Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was at elective replacement indicator (eri) status. A diagnostic data analysis indicates that the power consumption of this device has been increasing during the past year. The malfunction appears consistent with other pulse generators that have had continuous average power increases. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker was at elective replacement indicator (eri) status. A diagnostic data analysis indicates that the power consumption of this device has been increasing during the past year. The malfunction appears consistent with other pulse generators that have had continuous average power increases. Device was explanted and returned. No additional adverse patient effects were reported.